Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl . The customer initially called to report receiving to calibration error alerts and a change sensor alert. The customer removed the sensor. Troubleshooting for low blood glucose was declined. The insulin pump will not be returned for analysis.